Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. Refractive surprise. Vaulting. Lens implanted. Device evaluated by manufacturer? No: lens implanted. Method: work order search. Results: a lens work order search was performed and no similar complaints were found within the work order. Conclusions: based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.1mm vicmo12.1 implantable collamer lens in the patient's right eye (od) on (B)(6) 2014. The reporter indicated the lens had a low vault and there was a refractive surprise. The lens remains implanted. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch will be submitted.

Manufacturer narrative:
Method: device history record review, medical review. Results: a review of the device history record was performed and nothing was found in the manufacturing, sterilization and packaging processes of this lens that was the root cause of the complaint. Medical review - according to use fmea (failure modes and effect analysis) it has been determined that inadequate vaulting is a consequence of a wrong lens use failure mode (i.e. Improper white to white measurement, variability of the white to white measurements based upon different techniques utilized, improper sulcus to sulcus measurement (if ubm used), and patient condition; poor correlation of white to white measurement and length of ciliary sulcus in an individual case; irregular ciliary sulcus or ciliary sulcus cyst). Several factors may be involved in a post-operative refractive surprise, the most common ones include: inappropriate refractive surgical planning, a wrong lens calculation/selection, preoperative inaccurate determination of the eyes measurements to determine the power of the icl, induced refractive change by incisions, unstable cornea and/or refraction prior to implantation, cl-induced warpage, misaligned lens (off-axis), tilting or upside-down icl, etc. Although there is not enough information to determine the exact cause of the mild refractive surprise (under-correction) and lens remain implanted so diopter reading cannot be performed, it would appear that the most likely reason for the mild refractive surprise in this case could be some of the following (but not exclusively): inaccurate refraction, and/or bvd (back vertex distance), higher degrees of myopia that can be corrected with maximum available icl power, etc. Conclusions: based on the complaint information, work order search, device history record review and medical review, a specific root cause of the event could not be determined. (B)(4).